Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. Device communicated properly with test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Device received with cracked retainer, cracked case at battery tube threads, cracked case corner of belt clip rails and fading serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer experienced high blood glucose of 384 mg/dl, 423 mg/dl, and 501 mg/dl. The customer treated with insulin pump. The customer did not mention any symptoms. The customer was wearing the insulin pump. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed. Customer stated there was blood on the infusion set cannula. The insulin pump will not be returned for analysis.